Manufacturer narrative:
(B)(4). This record is associated with MFR report # 3021520203-2025-00146. Removed lead serial number (B)(6) in section d. The device history record was reviewed. No relevant nonconformances were found. Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). Updated section d and h6.

Event description:
It was reported that the left lead migrated; therefore, the patient underwent revision surgery, during which both leads were replaced without complications. The explanted device was not returned for analysis due to hospital policy. The post-initial implant imaging was reviewed. It was confirmed that there was an inadequate strain relief loop and/or improper initial positioning of the left lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left lead migrated; therefore, the patient underwent revision surgery, during which both leads were replaced without complications. The explanted device was not returned for analysis due to hospital policy. The post-initial implant imaging was reviewed. It was confirmed that there was an inadequate strain relief loop and/or improper initial positioning of the left lead.